Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of postlaminectomy pain and spinal pain. It was reported that there was a power on reset (por) message on the ins recharger (insr) when the patient was trying to charge the ins. The patient stated they had not used stimulation for recharged for a couple months. It was unknown whether it was related to the por but the patient mentioned that they had fallen three times. They believed they may have stood up too quickly, once hit their face against the toilet and other two times fell on their side. When the patient tried the patient programmer (pp) they did not receive the por message, they only got the recharge ins screen. The patient started a recharge session and got the por message. They pressed the speaker button which placed the message in the background and after a few minutes they did get the regular recharge screen. The patient was advised to fully charge the ins and to at least 25% before taking a break or turning the stimulation on. The patient mentioned pain and back problems in the lower back, l4-l5. They stated this was the pain that started before implant however it was the same area of stimulation coverage. They stated they had two back surgeries (fusions) after implant. The patient was redirected to a healthcare professional (hcp) about the pain. The patient inquired about an MRI. No further patient complications were reported as a result of this event.